Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose levels the last two nights. Customer's blood glucose level was 32 mg/dl. The customer treated his blood glucose level with food. The device was not returned.